Event description:
Procedure type: cardiac surgery. According to the reporter: when the clip is active, is noted that one tip comes out of the channel, is crossed between the jaws space, hitting the blood vessel when enters throughout the jaws, tearing the blood vessel. The problem was resolved with manual ligation. There was tissue loss. There was tissue damage. The damage was on the blood vessel, which was tearing. The damage was treated with a manual ligation. There was no blood loss of 500cc. The surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on 06/09/2014.